Manufacturer narrative:
(B)(4). The device is unavailable for analysis.

Event description:
Per the clinic, the patient developed granulation tissue at the abutment site. The site was subsequently debrided on (B)(6) 2015. It was also reported, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. Subsequently on (B)(6) 2015, it was noted the patient had developed an infection and scalp ulceration at the implant site.